Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Painful left total knee did tray/poly swap with stem extrusion due to loosening of tray.

Manufacturer narrative:
An event regarding loosening involving an scorpio baseplate was reported. The event was not confirmed. -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Painfull left total knee did tray/poly swap with stem extrusion due to loosening of tray.